Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One probe complaint sample was returned for evaluation for the report of poor cutting. The returned sample was visually inspected and deemed nonconforming. The inner cutter was stuck in the port. Functional testing could not be performed due to the cutter being stuck in the port opening. The probe was disassembled and the components inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The extension is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to actuate. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that during the probe being used in surgery the adhesive bond failed causing the extension to become detached from the coupling. An investigation has been completed and action implemented to lower the occurrence of probe complaints for detachments. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).